Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range pacing impedance measurement on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). It was noted that there was an acute change in the impedance measurement from 517 ohms to greater than 3000 ohms. Noise was also seen on the electrogram (egm), but it was not oversensed. A fracture was suspected, but not able to be confirmed. Subsequently the patient underwent a revision procedure where both the rv lead and device were explanted. No additional adverse patient effects were reported.